Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report (see sections); provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes (see sections); and provide additional manufacturer narrative. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a right ventricular outflow tract (rvot) ablation procedure. The acunav ultrasound catheter was being used as visualization tool in conjunction with an ablation catheter. During the third ablation, a "steam pop" occurred. The ablation catheter was removed from the patient and was inspected for defects. No defects were found so the catheter was reinserted back into the patient. During the fourth ablation, the patient became asystole with no heart beat. The patient was paced from the IV and with the ultrasound catheter still in place and providing visualization, it was observed a pericardial effusion. The physician performed pericardiocentesis and removed 100 ccs of fluid from the pericardium. The patient left the procedure room without a pericardial drain. The patient is reported to be in stable condition. No additional information was provided. The acunav ultrasound catheter was a concomitant device providing visualization during the procedure.